Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. The key component needed to confirm the reported event was not returned. The possible cause for the reported experience is when the operator inadvertently pulled the non-rail end of the monofilament, locking the knot. Based on visual analysis of the returned device, the probable cause for the reported complaint is related to the operational context during the use of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide, with a 6fr sheath, after a percutaneous coronary intervention procedure. Reportedly, the knot was advanced to the skin level; however, would not advance completely to the artery. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.